Event description:
It was reported that this artificial urinary sphincter (aus) could not be activated from the deactivation state. A procedure was performed to adequately position the pump. Following the reposition, the pump was activated successfully. No patient complications were reported.